Event description:
It was reported that during a supply change the user reached the fill drops step and observed no drops, then realized the cartridge had not been filled; the agent guided the user back to the supply change workflow, the empty cartridge was removed, a filled cartridge was inserted, the procedure was completed, and insulin delivery was resumed, consistent with a use-of-device problem and an unspecified device component. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and characterized the event as a use-related issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.